Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Attorney.

Event description:
New unity record created in order to update (B)(4). Complaint description: new etq created in order to update etq (legacy system) (B)(4). Reason for original complaint- bilateral patient. Litigation alleges that patient experienced debilitating pain, discomfort, and soreness in the area of hip implant, thereby, negatively affecting ability to perform activities of daily living. Additionally, it is alleged that metal ions and particles have been released into patient's blood, tissue and bone surrounding the implant. Update rec'd 12/20/2012- pfs received. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 6/3/2014 update ad (B)(6) 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. There is no new allegation and revision reported. Added stem due to previously alleged metal ions and particles have been released into patient's blood. Added lawyer and law firm. Doi: (B)(6) 2010; dor: not reported; (right hip). Patient is bilateral. See (B)(4) for the left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.